Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that pump segment of tubing had become completely detached from blue housing that loads into the top of the channel.

Manufacturer narrative:
Additional information: b.5. Event details. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Additional information: when rn opened the door of the channel, medication sprayed everywhere. Pump segment of tubing had become completely detached from blue housing that loads into the top of the channel.